Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered four bursts of anti-tachycardia pacing (atp) and six shocks as inappropriate therapy for a suspected atrial fibrillation (af) with rapid ventricular response (rvr). The patient got dizzy and passed out during the episode. Technical services (ts) was consulted and reviewed stored data as well as device programmed settings. Ts discussed stored and device programmed settings, with the nature of the treated rhythm unable to be determined using available data, with its determination up to the patients physician. This device remains in service. No additional adverse patient effects were reported.